Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03369 and 03377). Product location unknown.

Event description:
Patient's legal counsel reported the patient underwent a right revision procedure approximately five years post-implantation due to patient allegations of metallosis, pain, pseudotumors, and elevated metal ions. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative reports received noted the patient underwent a revision due to pain and metallosis. Operative report further noted the removal of a pseudotumor, and fretting around the femoral neck junction. The modular head and taper adapter were removed and replaced.